Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.0/073 (sphere/cylinder/axis), in the patients right eye (od), on 19-dec-2023. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6: work order search: no similar complaint was reported for units within the same lot. Claim # 733997.

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in microcentrifuge vial. Visual inspection found haptic broken and fibre on lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
The lens was removed on (B)(6) 2024. The lens was replaced with another same model/length but different power lens and the problem was resolved. The eye is fine and the patient is happy. Claim #(B)(4).